Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a cbd lithotripsy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, resistance was felt when the device was inserted at the pt's papilla. The device was removed and it was noticed that the outer sheath moved proximally up the inner coil, exposing the coil (approximately 2-3mm) at the distal end of the device. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - (side car push back). The complainant was unable to provide the suspect device lost number; therefore, the lot expiration and device manufacture dates are unk. A visual eval found that the distal end of the clear sheath had pushed back 0.5 centimeters from the distal end of the coil. The distal end of the clear sheath was found to be flared where it had been placed around the end cap of the coil. Both ends of the sidecar were found to be deformed slightly. A functional eval found that the basket could be extended and retracted by the handle without issue. The working length of the device from the distal end of the heat-shrink to the distal end of the coil was found to be within the manufacturing specification. The condition of the returned unit was consistent with the complaint incident that the sheath of the device had pushed back. The most probable root cause is operational context since it is likely that the sidecar and clear sheath came into contact with the scope working channel causing the sheath to move proximally. (B)(4).